Manufacturer narrative:
Initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead with an unknown serial number was explanted due to unspecified reasons on (B)(6) 2025. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This report is being submitted to update section b5, e1 and h6 codes. Initial reporter phone number is + (B)(6) ; reported here as phone number exceeded character limit for designated field. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was explanted due to poor parameters and failure to capture on (B)(6) 2025. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this lead was explanted due to poor parameters and failure to capture on (B)(6) 2025. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This report is being submitted to update section h6 codes. This report is being submitted to update section b5, e1 and h6 codes. Initial reporter phone number is +(B)(6); reported here as phone number exceeded character limit for designated field. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.